Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the arthroscopic sports medicine rehabilitation journal titled ¿a technique to augment arthroscopic bankart repair with or without a metal block: a comparison¿. The study reviewed seventy-three (73) patients who underwent shoulder procedures using arthrex pushlock devices. Fourteen (14) patients were documented to have had glenohumeral instability resulting in three (3) patients experiencing a redislocation. Ref: nattfogel, e. A. And m. C. Ranebo (2024). "Patients have a 15% redislocation rate after arthroscopic bankart repair with a knotless technique." Arthrosc sports med rehabil 6(1): 100864.

Manufacturer narrative:
Additional information: g3, h3, h6 arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.